Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system goes into emergency stop periodically without user interaction. The error was noticed at 11 o'clock. No patient was present at the time of the event.

Event description:
Additional information was received stating that the log files only showed the e-stop being engaged 3 times during the whole day. In the morning it seemed like the estop was engaged and then 10 seconds later being disengaged. This was indeed a strange behavior if they did not press the button. Later in the morning the manufacturer representative (rep) saw the system was not being used and the logs showed the inactivity timer was being mentioned. Then afterwards the e-stop engaged and almost half an hour later it disengages. It was suggested that the rep start looking at the dongle to see if the dongle was loose or having a bad connection. If so, maybe the dongle needs to be replaced. The next step was to troubleshoot the connector where they plug in the dongle and check the breakout panel / cabling from the dongle further down to see if there are any obvious damages to the cable. They could reboot the machine and get it back in business. Since the rep informed the site to check on the dongle no issues have been reported since. The rep offered to visit the site in order to inspect the dongle, which they did not return to so it seems to be a loose connection causing the reported issue. A few days later the rep visited the site and did not see the system reproducing the e-stop error. The e-stop did prevent the system from being driven.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was suspected that the reported issue was caused by the dongle for the pendant being loose and the connections were re-secured. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.